Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantation of the right ventricular (rv) lead to the his bundle was attempted and the lead demonstrated high thresholds. The lead was not used and a replacement lead was used instead. No patient complications have been reported as a result of this event.